Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of two nc quantum apex balloon catheters and an unidentified guide wire. The guide wire was protruding 34cm from the tip and 130cm from the guide wire exit notch. There was contrast in the inflation lumen. There was no damage to the extra nc quantum apex balloon catheter. The balloon was tightly folded. There was no damage to the catheters. The inner diameter (ID) of the wire lumen was measured and is within specifications. By gently pulling on the guide wire the guide wire was successfully removed with no unusual resistance. The guide wire was then advanced through both catheters with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID#2134265-2014-07755. It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 20mm x 2.00mm nc quantum apex balloon catheter was used to dilate the lesion. The balloon was inflated at 20 atmospheres. When the physician tried to remove the device from the patient, it was noted that the balloon catheter was stuck with a non-bsc guide wire. The guide wire and the balloon catheter were removed together as a unit from the patient. This was exchanged with another 20mm x 2.00mm nc quantum apex balloon catheter; however, the device was also stuck with a non-bsc guide wire. No patient complications were reported and the patient's status was good.

Event description:
Same case as MDR ID#2134265-2014-07755. It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 20mm x 2.00mm nc quantum apex¿ balloon catheter was used to dilate the lesion. The balloon was inflated at 20 atmospheres. When the physician tried to remove the device from the patient, it was noted that the balloon catheter was stuck with a non-bsc guide wire. The guide wire and the balloon catheter were removed together as a unit from the patient. This was exchanged with another 20mm x 2.00mm nc quantum apex¿ balloon catheter; however, the device was also stuck with a non-bsc guide wire. No patient complications were reported and the patient's status was good.